Event description:
Customer reported that the insulin pump was not pumping insulin. Customer stated that they attempted to bolus and did not see any drops coming out of the tubing. Customer's blood glucose reading was noted to be 280 mg/dl at the time of the incident. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.